Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error: error 1 issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 11/21/2014 with the following findings: a review of the meter download showed that an error 1 sub code 34 had occurred. During testing, the meter remote powered on and paired successfully with a test pump. No errors occurred during the investigation. The meter error issue was observed in the meter remote history but was not able to be duplicated during investigation.